Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and insulin pump received software error detected alarm. The customer¿s blood glucose level was 50 mg/dl. The customer reported that they received a software error detected alarm. Customer stated that the insulin pump was not exposed to a high magnetic field. The customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the pump. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches.no pump error 53 noted during testing, however noted in trace download analysis due to moisture damage.during visual inspection, found motor, force sensor and electronic stack moisture damage.